Event description:
Device malfunction: stent fracture. Time of malfunction: after the procedure. Symptoms/ae: intervention for restenosed, fractured stent. It was reported that a rx acculink stent was successfully implanted in an unspecified vessel. Post procedure (date unk) an angiogram revealed a stent breakage and instent restenosis. The pt was symptomatic. An xact stent was deployed within the rx acculink stent to treat the stent breakage and restenosis. There was no adverse pt sequela reported. Though requested, additional information was not provided.

Manufacturer narrative:
(Patient's unspecified symptoms) - eval summary: the device was not returned for evaluation. Reportedly, post a stent implantation procedure, stent breakage and in-stent restenosis was reported. It is possible that the occurrence of re-stenosis led to the stent damage and that the re-stenosis may be attributed to the relevant anatomical characteristics and pre-existing health conditions of the pt. Per the rx acculink instructions for use, restenosis of stented segment is a known potential adverse event associated with the use of the device. The adverse event may occur during or after this type of procedure when the device functions normally. No product quality discrepancies were reported during inspection prior to use and preparation. During manufacturing, catheters are 100% inspected for any anomalies prior to being packaged. Based on the limited information presented, a definitive cause could not be determined for the reported stent breakage and the device relationship to the pt effect; however, the event does not appear to be related to a product deficiency. The lot number was not identified; therefore, a device history record review could not be performed.